Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then cleared the device's memory, which cleared the event code, and confirmed that the issue did not return.  The device was able to charge and shock without any further discrepancies.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
While performing an annual inspection on the customer's device, physio-control observed that it failed to deliver a test shock of 200 joules and had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.  There was no patient use associated with the reported event.